Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-15200, 1627487-2013-15201. The patient has two leads (from different lots) implanted as part of his scs system. It was reported the patient has pain at the ipg site when lying on his back. The patient indicates stimulation is ineffective. The patient has requested surgical intervention be taken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.